Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for failed back surgery syndrome. It was reported that the patient¿s device was explanted. The hcp stated that they will send the device back. According to the hcp¿s medical charts, the patient¿s device was explanted due to pain and discomfort, and not working for them. The device was explanted on (B)(6). The hcp further stated that the patient was most recently having lower back right side sharp pain, that radiated to their right buttock. They also had numbness to their bilateral legs and feet. Patient services sent the caller a return mailer kit. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.: fdc updated to 11. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient¿s skin was burnt by the device. The patient was (B)(6) pounds at the time of the event. No further complications were reported.

Manufacturer narrative:
Upon further review of the event, (B)(4) was added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3778-60, (B)(4), implanted: (B)(6) 2010, product type: lead, product ID: 3708340, (B)(4) implanted: (B)(6) 2010, product type: extension, product ID: 3487-33, product type: lead. Analysis was done of the ins 37712 restore ultra pain (B)(4) and found a punchout hole in the grommet of the ins. Analysis was done of the 3487-33 pisces-quad. Lead 3487 pisces quad and found a broken conductor within 10cm of the connector area. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.